Manufacturer narrative:
The complaint information did not indicate the battery would not provide emergency backup power or was not able to charge. Additionally, there were no allegations that the battery failed to provide power consistent with the timing alarms/indicators. Therefore the battery and battery timing alarms/indicators functioned as intended by providing backup power until the battery depleted as designed. There was no reportable malfunction.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: customer contact reports no patient information available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a loss of mechanical ventilation due to battery failure during a case. There was no patient injury.